Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articul/eze ball 28 +8.5 bl, 136513000.

Event description:
The patient was revised to address dislocation of her bipolar hip in unknown manner. Revised to a 56 sector cup with es3 40x56 + 10 degrees liner, 40 self centering and 28mm 8.5 head ball for stability. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the x-ray image provided confirmed the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.